Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified directly below). Olympus will continue to monitor complaints for this device. D9: updated h3: device evaluated by manufacturer: updated h6: component code, medical device problem code, type of investigation, investigation findings, investigation conclusions: updated the device was returned to olympus for evaluation. The device evaluation found error e333 was not found. The fan speed was incorrect due to faulty power supply.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon "error code e333" was not reproduced. Phenomenon 2 "the fan speed is not appropriate" is likely due to the failure of the power supply unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite ii video system center displayed error e333. The issue was found during maintenance. There were no reports of patient harm.